Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 355531, lot# n292502, implanted: (B)(6) 2011, product type: screening device. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 273040001, implanted: (B)(6) 2011, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
High impedances of greater than 10,000 ohms was reported with electrodes 11 and 12. Impedance testing was performed. The reason for the high impedances was unknown and the cause could not be determined. These two electrodes do not have therapy at this time. The patient uses his stimulator all the time, 99% usage. It gives the patient very good relief and he was very satisfied with the performance of his device. No action was required and the patient was alive with no injury. No additional follow-up and no further information was available from the company representative and health care provider (hcp). If additional information is received, a follow up will be sent.